Manufacturer narrative:
Continuation of d10: 5076-52 lead; 407458 lead, implanted (B)(6) 2021. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant attempt, the left ventricular (lv) lead measured out of range high impedance on the lv1 vector through the cardiac resynchronization therapy pacemaker (crt-p) device. The lead was disconnected from the device header and tested through the analyzer, but lv1 vector still exhibited high impedance. The physician elected to leave the lead implanted and reconnected to the device. Lv1 vector continued to show high impedance when tested again through the device. No action was taken. The lead is still in use. No patient complications have been reported as a result of this event.